Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Litigation papers allege since implantation, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner has caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in her left thigh, left hip area, and groin; a popping and clicking sound in her left hip; sensation that the pinnacle device is unstable and will give out on her; inability to walk moderate or long distances; inability to sleep on her left side without severe pain; inability to sit for moderate to long periods of time; metallosis, cobalt-chromium metal toxicity; infection; and other complications. There is no new allegation reported. Added cup, screw, hole eliminator, head and stem on ip due to previously alleged infection and cobalt chromium metal toxicity.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.